Event description:
Adverse event(s): "no patient injuries" (no consequences or impact to patient). Product problem(s): "system shut down" (loss of power). A nurse reports the system shut down due to cassette issues and spilled water. Another system was used to complete the cases. There were no pt injuries reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4)